Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Suction: clinical states suction at p-2 on last day of support. Volume was given and the decision to explant the pump was made. Data logs showed intermittent suction alarms triggered throughout the entire case. There were no motor current spikes outside of p-level changes or positioning issues observed. The cause of the suction issue was unable to be determined as limited clinical details were provided and no product was returned for review. Thrombocytopenia/pulmonary edema: the patient was heparin-induced thrombocytopenia positive and went into pulmonary edema during support. The cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced heparin-induced thrombocytopenia (hit) requiring intervention. The patient arrived at the emergency room and went into cardiac arrest. Cardiopulmonary resuscitation was performed with return of spontaneous circulation. Some time thereafter, the patient began to decompensate requiring increased levophed drip. The patient was taken to the catheterization lab and prior to percutaneous coronary intervention, the impella cp was implanted. Percutaneous transluminal coronary angioplasty to the ostial and proximal left anterior descending artery was performed. The patient was sent to the unit on mcs. Approximately three days after start of the support, the patient was heparin-induced thrombocytopenia positive. A switch was made from systemic heparin to argatroban, and the patient was administered two units of packed red blood cells. This sent the patient into a flash pulmonary edema and lasix was started. Additionally, on the following day, suction alarms were encountered a support level p-2. On arrival, the patient had been maintaining hemodynamics with the impella at p-2 and suction alarms. Albumin was ordered for volume and the physician decided to explant the device which was successfully completed. Hemostasis was achieved with manual pressure for 45 minutes and fem-stop was applied to pressure for precaution as the patient was actively coughing and moving. Pedal pulses were confirmed per doppler. The access site was clean dry and intact. No bleeding or hematoma was noted.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿